Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reported that the device read higher than the fingerstick values. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.